Event description:
It was reported that the patient presented for a follow-up in clinic. Upon attempted interrogation, it was noted that there was no radio frequency telemetry on the pacemaker. Inductive telemetry was used to complete the interrogation. No intervention was performed. The patient was stable.

Event description:
New information received notes that the pacemaker was in backup vvi mode with additional loss of rf telemetry. The pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of pacemaker found in back-up mode and failure to interrogate were confirmed. Received, the device had unstable telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, indicating elevated current drain, depleting the battery prematurely, and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.